Event description:
A discordant advia centaur hbct result was obtained on a pt sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field svc engineer (fse) was not dispatched to the customer site. The customer reran the sample issued the corrected result to the physician. This event is an isolated incident. The case to the (B)(4) discordant result is unk. The instrument is performing within specifications. No further eval of the device is required.